Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Visual inspection of the returned driver shows the distal tip is fractured, therefore, the complaint is confirmed. The fracture pattern is consistent with bending overload. The complainant stated the driver was inserted through the fast guide into the bone bore in order to hold the plate in place, which is not what the driver was designed to do and it is recommended that k-wires are used for this purpose. The given information suggests that the driver fractured due to overload caused by the customer using for other than its intended purpose.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During a procedure, the drill bit fractured causing the need for these fractured pieces to be retrieved from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a procedure, the surgeon inserted the peg driver through the fast guide in order to hold the plate in place. Subsequently, the driver tip fractured causing the need for these fractured pieces to be retrieved from the patient.